Manufacturer narrative:
This report is filed may 12, 2016.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, however; the issue could not be resolved. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with a new device.